Manufacturer narrative:
(B)(4). The device was received for evaluation and evaluation is underway. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation of the returned device is complete. The device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed electrical and functional rite. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. A simulated therapy was performed on the device successfully. A review of the device history records was performed and revealed no issues that could have caused or contributed to the reported issue. An event history log review was performed and identified the reported high drain 104 alarm. The cause was determined to be a use error of setting the total tidal ultrafiltration (uf) removal too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a high drain 104 alarm occurred after use on the homechoice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The largest fill volume was set at 1500 ml and the ultrafiltration for cycle four was 1904 ml. The technical service representative assisted the patient in ending therapy and arranged a swap of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.